Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed an infection. Patient's device system was explanted and replaced. Patient was stable before and after the event.